Event description:
On (B)(6) 2015, I had an initial consultation with my ob/gyn, dr (B)(6), regarding the thermiva treatment (MFR thermigen). It was marketed as stopping / preventing unwanted urine leakage that can occur in middle-aged women, but it was also marketed as providing a general "rejuvenation" to the entire area resulting in better performance and even appearance. I booked the recommended three treatments and completed them on (B)(6)2015, (B)(6) 2015, and (B)(6) 2016. The occasional urine leakage from sneezing/coughing did indeed stop and I also perceived additional positive sensitivity in the area that I thought constituted the expected results. Eighteen months later, (B)(6) 2017, I returned for an additional treatment as recommended (just one visit, not three as in the beginning). Unlike the period after my initial treatment, I began to experience a lack of sensation in the area that has grown worse in the ensuing two-plus years. To be blunt, my mind and body perform normally during intimate activities except the treatment area where I can feel nothing at all, and no amount of visual, oral or manual stimulation can "awaken" the area. This has been completely disruptive to my home life, my self­ image and -worth. My husband did not understand at first and accused me of infidelity and loss of interest in the marriage, but initially he understood that I am completely bewildered and frustrated by this situation too. I have tried numerous devices, otc libido enhancers, and I am taking addyi, but that part of my body is basically numb. My husband's enjoyment is disrupted as well because he knows that he can feel everything, as always, but I can feel nothing, and he can't fix it. I have asked the treating physician about it but she says she is unaware of thermiva causing this problem and prescribed a medication for "dryness" and suggested therapy. Since the last time I asked the dr about it, I have learned that women nationwide have experienced a number of negative side effects including numbness and sexual dysfunction from thermiva and similar devices from other mfrs and thought I should report mine as well.